Manufacturer narrative:
This MDR is being filed since a malfunction of the device allegedly contributed to the patient's hospitalization. However, it has been determined that the malfunction, on its own, is not likely to cause/contribute to a serious injury/death should it recur. The intended function and use of the invacare perfecto2v oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders. It is not intended to sustain or support life. It should only be used by a patient that can withstand temporary cessation of oxygen, that is capable of spontaneous breath, and that is able to inhale and exhale without the use of a machine. Additionally, an alternate source of supplemental oxygen should be readily available to the patient in the event of a power outage, alarm condition, or mechanical failure. The patient was unwilling to provide any further information about the incident, and she abruptly ended the conversation before a return of the product could be requested. The reported issue of the concentrator shutting down without an alarm is unconfirmed, and the underlying cause cannot be determined. There are many potential factors that may cause the device to shut down, including external factors that are not associated with a device deficiency. The serial number of the device is not available, so it cannot be determined whether the device is within its expected wear period. Should additional information become available, a supplemental record will be filed.

Event description:
It was reported that the irc5po2v concentrator was shutting off with no lights and no alarms. The patient alleged that because she was no longer receiving supplemental oxygen, she became incoherent and her blood oxygen level was below 73, resulting in admittance to the hospital for 2 days.